Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot lumber. Additional information was requested on 01/24/2011, 01/25/2011, and 01/26/2011 by phone, fax, and mail. A completed questionnaire was received on 01/25/2011. (B)(4).

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon's office a technician reported there was no unexpected postoperative refraction. The patient was unhappy with her vision which was caused by cystoid macular edema (cme). The patient was being followed by a retina specialist who was treating the patient with medications. In a follow up, the surgeon reported the cme is resolving.